Event description:
On (B)(6) 2021, neotract was made aware of a patient that underwent a prostatic urethral lift (pul) procedure that day. Post procedure, it was reported that the patient developed urinary retention and a catheter was placed. The physician reported that the patient felt unwell, and was admitted to the hospital later that day with a hematoma. The patient underwent a variant artery embolization which required blood transfusion. No additional information is available on the current status of the patient.